Event description:
It was reported that pump displayed malfunction code 12 with no notable events occurred before malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through resetting pump, did not experience recurrence of malfunction after reset, and was advised to continue using pump and call back if malfunction code recurred.